Event description:
It was reported that the event occurred while in the cath lab during insertion. The dr attempted to insert the sheath from an (B)(4) kit and claimed that difficulty was met with the insertion from the kit, but still there was difficulty met with the insertion. As a result, the dr did not use the kit. It was replaced with another kit and the sheath was successfully inserted via femoral w/o issue. Intra-aortic balloon pump (iabp) therapy continued as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted. The pt outcome was no complications to the pt. An update rec'd stated that they did use another (B)(4) for the second kit. The difficulty they were having with the sheaths was stated as they were not able to deploy the balloon easily due to resistance encountered with the femoral sheath. It was confirmed that both sheaths were inserted and the same insertion site was used on every attempt. The pt outcome is okay with no pt complications. The delay or interruption in therapy was approx 30 mins with no harm to the pt.

Manufacturer narrative:
(B)(4).